Event description:
The customer reported that there was zipper damage on the side panel, the slider is broken. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4) - zipper slider broken. Eval results: eval of the returned product found that on panel side a window the zipper slider body is open. Panel side b hooks and loops are missing. Note: posey instructions for use has a warning statement: never try to rip a panel open as this may cause damage the access panel or the zipper slider by bending it open. (B)(4).